Manufacturer narrative:
Other relevant device(s) are: product ID: 64001, serial/lot #: (B)(4), ubd: 18-dec-2021, UDI#: (B)(4); product ID: 7482 a-51, serial/lot #: (B)(4), ubd: 25-mar-2013, UDI#: (B)(4); product ID: 3387-40, serial/lot #: (B)(4), ubd: 24-mar-2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient had an erosion of the left brain lead with the presence of infection. No factors were known to have led or contributed to the issue. No diagnostics/troubleshooting performed. The left side of the dbs system was explanted to control the infection. The issue was resolved at the time of the report.